Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly multiple times and the pump battery depleted quickly. Reportedly, customer reverted to using another pump for insulin therapy. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
Additional information: the investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue (damaged usb pins) that was identified.